Manufacturer narrative:
Liebel flarsheim service report: the liebel-flarsheim field engineer discovered an error code 43, which is generated by the keypad and therefore, replaced the keypad. The unit was tested for complete functionality. System returned to full service by the customer. Lf r+d manager: agrees that this is related to a sticky keypad with a sticking push switch. These may occur as the switch wears but can only occur at slow speed, and operator has to ignore the code 43 which is the fault code indicating that a switch is open or shorted. Extremely unlikely that this can occur at high injection speeds since it requires two switches activated and two switches being stuck is verly low in expectation. This injection (old) has not enough history of this type of issue to warrant changes. Current model ct9000 adv has a different system so that this is not an issue with the current models.

Event description:
Ge service engineer reported that a custom reported to them that during the process of expelling air from the syringe, one of the forward motion buttons on the injector powerhead became stuck in the on position. The tech did not notice the unit was continuing to move forward and inserted the tubing into the patient. After an unknown time had elapsed, the tech noticed that 16ml of contrast had been injected into the patient. Upon seeing this, the tech removed the tubing from the patient. Patient was not injured and did not seek treatment as the operator detected the problem and terminated the injection quickly.